Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damage. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient was found down with his vad driveline disconnected. Patient had a history of non-compliance and had been known in the past to disconnect equipment on purpose due to no will to live. Patient was initially a clinical research patient. At times the patient was homeless. Cause of death is unknown at this time. No additional information.

Manufacturer narrative:
Additional information received from the site indicated that the patient was disconnected from both power sources when he was found. The patient has a history of mental illness, depression, substance abuse, and intentional disconnection of the driveline due to "no will to live". An autopsy was performed. The cause of death was determined to be brain death from anoxic injury. The site is reportedly returning the pump to the manufacturer for analysis. No further information was provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Section corrected to reflect that patient was no longer in a clinical study. Hvad pump (B)(6) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the pump revealed that the device met specifications; the pump passed visual inspection, dimensional verification, and functional testing. Independent pathology report did not reveal evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.